Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown that resulted in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available.